Event description:
Additional information was received from the patient. In response to the inquiry for if the cause of the stimulation being turned off had been determined, the patient replied ¿unknown.¿ in response to the inquiry for what most likely caused or contributed to the issue, the patient replied ¿user error.¿ in response to the inquiry for what steps had been taken to resolve the issue, the patient reported that they talked to the manufacturer company and everything seemed to work ¿ok.¿ the patient said that ¿yes,¿ the issue had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that when the patient goes to try and increase stim while on program 4, they are unable to move pass 4.7v. Caller stated their screen changes. They can decrease but they can't increase. Patient services had the patient sync up with implant and the caller stated they are now on program 1. When the caller attempts to increase stim, they are seeing turn stim on message. Caller stated after turning stim on, they were successful with turning stim up. Caller stated they believe this resolved the issue but plans to call patient services back if they plan to switch back to program 4 and are unable to increase past 4.7v.